Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient awoke this morning with a blood glucose of hi on the meter (over 600 mg/dl) with large ketones and vomiting. The reporter stated that the site and cartridge were changed at that time. The reporter stated that the patient began administering injections at this time and was able to lower blood glucose levels back to 120mg/dl and ketones resolved. The reporter stated that the patient resumed the pump at that time and the patient's blood glucose again increased to 300 mg/dl. The reporter stated that he felt that there was an issue with the pump not delivering insulin correctly. Customer support reviewed the pump with the reporter. The reporter confirmed all of the pump settings were correct. The reporter stated that 99% of the time the patient used the suggested bolus from the pump. The reporter completed 2u bolus into air and confirmed that insulin was delivering. The reporter confirmed that there were no relevant alarms in the pump history. The total daily dose history reflected the programmed boluses. The prime history showed adequate prime volumes and the fill cannula step appeared to be completed appropriately. The reporter confirmed that there was no suspend activity recorded in the pump history. The reporter stated that with examination there was no evidence of leaks or air in the cartridge or tubing. Customer support advised the reporter that there was no indication of a product malfunction related to the event; the pump is being returned due to the reporters expressed concern. This report is made based on the allegation that the patient experienced high blood glucose of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history from (B)(6) 2012 to the end of pump use on (B)(6) 2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.